Event description:
Device 3 of 3. Reference MFR report number: 1627487-2013-05774 and 1627487-2013-05775.

Manufacturer narrative:
Eval results- inspection of the returned extension revealed all the conducting wires were pulled away from the header connectors consistent with an overstress condition. The conducting wires in the lead body were deformed similar to the lead body being stretched then relaxed. Functional testing was not performed due to the visual confirmation of damage. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.